Event description:
As reported to MFR: caregiver stats vent was working fine until pt went to surgery. They transported her to surgery with this vent. She used hosp ventilator for 4-5 days then was put back on lp6+. At that time, caregiver stated that alarm was audible occassionaly.